Event description:
The reporter stated that they did back to back blood glucose tests, less than 2 minutes apart, using different fingersticks. Pt's results 226, 196, and 288 mg/dl. Pt did not have any symptoms. During troubleshooting, it was noted that the reporter stated the confirmation dot on test strip was given. Control solution testing was not done due to lack of supplies (control solution was expired.) On f/u, the rtpr stated they have no problem with blood application or strip insertion. Control solution still unavailable for testing. No harm was alleged.